Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received, the root cause most likely is operational context. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that the patient expired after receiving the subject device. It was reported that the patient died of a heart attack relating to two valve failures. The first valve was too small and the second valve crumbled after the patient was closed up. Per obtain information, the (B)(6) year old male patient underwent aortic valve replacement due to severe aortic stenosis with insufficiency. Intraoperative findings, the patient had a relatively small annulus but the surgeon tried a small valve sizer and medium valve sizer for a non-edwards (suture-less) valve. A medium sized non-edwards valve was implanted but after coming off bypass, the patient had a gradient of 35mmhg with moderate aortic regurgitation. The patient was placed on bypass again to re-evaluate the valve. It was clear that the valve was buckling on the non-coronary cups side due to oversize valve. The non-edwards valve was removed and the subject (standard) valve was placed. The postoperative echocardiogram demonstrated that there was good mobility of all 3 leaflets and there was no paravalvular leak or regurgitant jet. The patient was weaned off from bypass and the sternum was closed. The patient was taken to the surgical intensive care unit in stable but critical condition. Postoperatively, the patient developed inferior st elevation (stemi) myocardial infarction with occlusion of right coronary artery. On pod#1, the patient was taken to the operating room for an emergent off pump CABG x1. On pod#2, after the CABG x1 procedure, the patient began to have elevating requirements for his vasopressor and inotropes. The patient became persistently more acidotic with higher dose requirements of pressors. His oxygenation also worsened over the course of the next 24 hours and the patient ultimately was not recoverable from his hemodynamic insult. Subsequently, the patient expired on pod #3.